Event description:
The distributor reported that upon testing the unit for the first time, the self test reported a failed paddle discharge button. There was no pt involved. The unit has been completely tested and operated for 24 hrs, but the problem could not be confirmed. The unit is operating normally. The event is not occurring more frequently or with greater severity than is usual for the device.